Event description:
The customer reported via phone call that the insulin pump required a battery replacement every three days. The customer also reported frequent motor error alarms with the insulin pump. Customer reported exposing the insulin pump to moisture from rain in the past. Customer stated there was corrosion present around the battery cap and in the battery compartment. Troubleshooting found the insulin pump passed a self-test. It was also found the insulin pump old alarm low battery more frequently after the moisture exposure. The customer's blood glucose was around 200 mg/dl. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.